Manufacturer narrative:
The local area sales representative was contacted for additional information regarding initial reporter information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead connected to a pacemaker exhibited oversensing of noisy signals, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed the source of the noise could be myopotentials. No adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted. The local area sales representative was contacted for additional information regarding initial reporter information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead connected to a pacemaker exhibited oversensing of noisy signals, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed that the source of the noise could be myopotentials. No adverse patient effects were reported. This device system remains in service. Additional information was received that the patient with this ra lead presented to the clinic with high pacing impedance, resulting in a safety switch. A lead fracture was confirmed. The patient also reported to present infection. A revision procedure was performed and the system was explanted. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding initial reporter information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead connected to a pacemaker exhibited oversensing of noisy signals, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed the source of the noise could be myopotentials. No adverse patient effects were reported. This device system remains in service.